Manufacturer narrative:
Correction: upon further review, in the report, it was unclear which patient had cystoid macular edema (cmo) and the corresponding serial number of the lens among the three lenses. In the absence of follow-up clarification and further review, cmo was attributed only to first reported serial number: (B)(6) listed in complaint intake form. The following fields were updated accordingly. Section b1: adverse event or product problem: adverse event was no longer applicable and product problem was checked. Health effect - clinical code 1822 no longer apply and is being updated by 4582. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that customer observed lint in the intraocular space of three patient's eyes following implantation of three preloaded monofocal intraocular lenses (iols) with serial numbers (sn (B)(6). Lint was observed both intraoperatively and postoperatively. The source of the lint was unknown. Reportedly, one of the three patients experienced cystoid macular edema (cmo); however, it was unclear which patient had cmo. This report is 2 of 3. In the absence of information, the reported cmo has been captured under lens serial number (B)(6). No other information was provided.